Event description:
Reportedly, the instrument did not cut completely. The surgeon could not remove the device after firing, so he used his finger up the rectum to remove the stapler from the muscosa layer that was not cut. The stapler had to be pulled out, without disturbing the staple line. No ill-effects to the pt. Procedure: splenic flexure resection.